Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, resistance was met during device removal. During device removal, a dilator was inserted into the access ports unlocking the clip delivery tubeset and the thumb advancer enabling them to be retracted proximally, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.